Event description:
Analysis run on clark error grid using mean avg reading 9228) as reference point vs. Bd reading (399,181,285) yielded some data points in the c range of the grid outside acceptable limits.